Event description:
On (B)(6) 2018 I woke up with pressure in my chest for 10 minutes, it didn't go away. My husband drove me to the hospital 4 minutes from my home. They told me I was having a heart attack and they were calling in life flight because I needed to be transferred to (B)(6) hospital. Next I know the life flight crew put me in an ambulance and said they were driving me there due to the weather conditions. I don't remember arriving there I only remember when I woke up there were a team of doctors standing in my room and the one asked me if I remember anything that happened. I only remembered being in an ambulance is what I said. One doctor said I will tell you, you are one lucky girl to be alive and here with us today. You suffered a heart attack also known by v-fib 'ventricle fibulation'. The artery blew while we were putting in the stent in your heart and you coded actually you coded twice on us, one during the procedure and after you were brought up to the room. Not sure but I will release records if needed. FDA safety report ID # (B)(4).